Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0jvt3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that entire implantable neurostimulator (ins) system was removed on (B)(6) 2014 because it got infected. The patient would have another system implanted on (B)(6) 2015 doing 1 and 2. The patient still had the patient programmer from the first implant and wanted to know if it could be used with the new implant and if they should bring it to the surgery. The patient had told their health care provider¿s (hcp¿s) office, but maybe they should call and remind them that they already had a programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.